Event description:
It was reported that, during the implant procedure of this lead. The patient experienced a drop in blood pressure. A cardiac echocardiogram noted effusion and a pericardiocentesis was performed. It was confirmed that a perforation was experienced, with the screw coming out. The patient was stabilized and transferred to another facility in order to explant the lead. The lead was explanted and will not be returned for analysis. No further adverse patient effects were reported.